Manufacturer narrative:
Pump was received with high stop current due to faulty d2 on interface board. Pump passed the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had stripped battery cap coin slot, cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that they experienced low battery alert and damaged battery cap. The customer's blood glucose value was 326 mg/dl. The customer treated with a bolus. The customer stated that they were unable to remove the battery cap on their pump. The customer stated that the screwdriver made it worse. The customer declined to troubleshoot for high readings. The product was returned for analysis.